Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple altitude alarms. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, customer reported that they sleep with pump under a heated blanket. Recommendation was made to not sleep with pump under heated blanket in order to avoid insulin degradation.